Event description:
Additional information later reported that the patient was going to have the pump removed because it was never really doing anything anyways and the patient just does not want to deal with it. He also said that the reason he wants it out was that the medication was ¿too strong¿ for him. He was "so doped up" he could not walk. He was ¿too high¿. The patient planned on getting it out sometime next week, mid-october. It was also noted the patient was not having back surgery and had not had any previous back surgeries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was having his pump removed. Per the patient he was having the pump removed because it wasn¿t doing anything. When the pump was put in and everything was connected, so the medication was getting to his spine he couldn't walk. Since the patient couldn't walk 3-4 days after implant the medication was turned down quite a bit. Since turning themedication down the pump hasn't been effective. The patient¿s pain management hcp was not going to remove the pump a different hcp was. The pump was used to deliver baclofen and morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8709, lot# j11207r18, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that the patient underwent lumbar lami/fusion l4-5 on (B)(6) 2013 at the same time that his pump was replaced. His legs were weak after surgery, so the pump was set to minimum rate. The patient improved after the pump was set to minimum rate and no further action was warranted. He was doing fine without the pump.

Manufacturer narrative:
(B)(4).